Event description:
Allergic reaction. Pt had glowntell tape -lemaitre vascular applied to leg for femoral arteriogram at 10 days earlier. On return to or for followup procedure, pt was noted to have linear rash in areas where tape was applied. Clinical suspicion was an allergic reaction to the tape/adhesive, which raised question of latex allergy. Inspection of the product has no mention of latex in the labelling. Lemaitre vascular was called. They stated that the product did not contain latex and added that the base tape was a "3m grade" tape, but that they did not get it from 3m. My concerns about latex in the product/adhesive as an ingredient/contaminant have not been completely dismissed, as the source product origin has not been adequately identified.